Event description:
It was reported that the patient presented in the emergency room (ER) due to an inappropriate shock received by their implantable cardioverter defibrillator (ICD). It was noted that the ventricular tachycardia (vt) detection algorithm was programmed incorrectly, which led the ICD to misinterpret the signal in the vt zone, eliciting the inappropriate shock. The patient tolerated the shock well. The ICD was reprogrammed, and the patient left in stable condition.